Manufacturer narrative:
Upon receipt, the pacemaker and the lead under complaint were subjected to an extensive analysis. Analysis of the pacemaker the memory content as well as the therapeutic functionality of the pacemaker were thoroughly analysed. During the inspection of the memory content the clinical observation could be confirmed. The follow-up data of (B)(6) 2016 showed a documented ventricular impedance of >"2000" ohms. Therefore the impedance measurement functions of the device were extensively tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration were proven to be normal and as expected. There was no indication of a device malfunction. In addition, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Analysis of the lead the performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to forces applied during surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In conclusion, the analysis of the pacemaker and the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 5 weeks, impedance values > 2000 ohms were reported. A possible lead fracture was suspected and the lead was exchanged. As elevated impedance values remained unchanged, the pacemaker was also replaced. Both products were returned to biotronik for analysis. No adverse patient side effects have been reported.